Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-19124. It was reported that during the removal of the lead at l5, the lead at s1 was damaged so the physician decided to explant and replace both the leads. Effective coverage restored post op.